Manufacturer narrative:
Customer reported that manual injections would be used for alternate insulin therapy, not the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not provided as the customer was on manual injections at time of the event and not using the pump for insulin therapy. The customer reported the pump would continue to be used for insulin therapy.